Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic with their implantable cardioverter defibrillator found to be in bvvi mode of an unknown reason. Programming changes performed on (B)(6) 2021 successfully restored the device. No patient consequences were reported.